Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had an out of box failure: error 41541-2003. The device is returning for investigation and a replacement was requested. There was no patient involvement.

Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. A visual test was performed, which found a delaminated downstream occlusion (dso) seal. Functional testing was not possible as the pump would not turn on. Therefore, the cause of the customer's reported problem was unknown. The dso seal was replaced to fix the delamination issue.